Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient¿s incision had never healed since implant; it was still swollen and they just finished taking antibiotics. It was also reported that about a month ago they had been having a pain on top of their right foot and leg when they were walking. Then last week, they were having shooting pain in their right leg. They also stated that they had changed the setting in (B)(6) 2017, but they were still going 2-3 times at night; they had been going 7 times at night. They wanted to check their setting; they were on program 3 at 2.5 volts, and therapy was off. The patient was assisted with turning therapy on and changing the setting to program 4 at 1.6 volts. It was recommended that they follow up with their healthcare provider, and they stated they have an appointment scheduled with their healthcare provider for wednesday. There were no device issues reported, and no further pa tient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and patient reported that they had have on and off infection since the ins was implanted and that they were fixing to have surgery to take it out. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that there were no actions or interventions taken to resolve the incision never healing; the patient had drainage from the site, pain, and the skin incision was thin. At this time, the patient still had the device but surgery was scheduled to place it on the other side.